Event description:
It was reported that the tulip popped off of the matrix screw. On (B)(6) 2014, the surgeon performed a minimally invasive transforaminal lumbar interbody fusion (tlif) from a mini open incision on the left posterior side. The levels involved were l4-l5. The surgeon implanted a vertebral spacer tr, 10x30x10mm and used four 6.0mm titanium cannulated matrix polyaxial screws, four titanium matrix locking caps, and two 5.5mm titanium curved rods 35mm. A dural tear occurred under the l4 lamina during part implantation; the tear was repaired and surgery was completed with no complication. This report is for an unknown quantity for an unknown matrix spine system. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Report is for an unknown quantity for an unknown matrix spine system with and unknown part and lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is still in pain; every step she takes hurts. The patient had another unknown shot in her leg on (B)(6) 2015. This is report 3 of 13 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is currently experiencing leg and circulation problems. It was reported that she will have an unknown shot on (B)(6), 2015 to treat this.